Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The rhythmia umbilical cable was selected. It was reported that prior to opening the package, they observed what appeared to be foreign material inside it. The device was replaced with a new one and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of returned product revealed that the device in his sealed packing has a foreign material inside, consequently confirming the reported complaint.

Event description:
The rhythmia umbilical cable was selected. It was reported that prior to opening the package, they observed what appeared to be foreign material inside it. The device was replaced with a new one and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.